Manufacturer narrative:
Preliminary analysis confirmed that electrical and mechanical characteristics of the returned device were within specifications.

Event description:
Reportedly, the patient who is pacemaker-dependant had his penultimate follow-up on (B)(6) 2015, and the remaining time to elective replacement indicator (eri) was 16 months. On (B)(6) 2015, the patient was seen for a routine follow-up but system was in nominal mode with a battery impedance of 22 kohms. Patient was hospitalized and the device was replaced. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, the patient who is pacemaker-dependant had his penultimate follow-up on (B)(6) 2015, and the remaining time to elective replacement indicator (eri) was 16 months. On (B)(6) 2015, the patient was seen for a routine follow-up but system was in nominal mode with a battery impedance of 22 kohms. Patient was hospitalized and the device was replaced. The subject pacemaker will be returned for analysis.

Event description:
Reportedly, the patient who is pacemaker-dependant had his penultimate follow-up on (B)(6) 2015, and the remaining time to elective replacement indicator (eri) was 16 months. On (B)(6) 2015, the patient was seen for a routine follow-up but system was in nominal mode with a battery impedance of 22 kohms. Patient was hospitalized and the device was replaced. The subject pacemaker will be returned for analysis.